Manufacturer narrative:
Reported event was confirmed via medical records/radiographs that were provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: us157856-m2a-magnum pf cup 56odx50id- 125120; x180312-bi-metric/x por nc 12x140- 637830; 139256-m2a-magnum 42-50 tpr insrt std- 396420. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00053, 0001825034 - 2021 - 00054, 0001825034 - 2021 - 00055. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision approximately 13 years¿ post implantation due to pain, elevated metal ions, pseudotumor, and muscle necrosis. During the revision, metallosis and taper corrosion were noted. Necrotic tissue removed from around the acetabulum. The femoral head was replaced with a dual mobility system. The shell and stem were left intact. Attempts have been made and additional information on the reported event is unavailable at this time.